Event description:
It is reported that the liner would not impact into the shell. A new liner was opened and snapped into the cup properly.

Manufacturer narrative:
Evaluation summary: a functional test with sample shell item number determined that the liner snapped in successfully. Liners may not snap in due to soft tissue impingement or mal-alignment with the shell. With the info provided, a definitive root cause cannot be determined. Evaluation codes: as returned, the locking feature appears in good condition cosmetically. Some of the anti-rotation tabs exhibit slight deformation, but none of the damage indicates a clear failure mechanism. The diameter of the locking feature measured within specifications.